Manufacturer narrative:
E1 initial reporter phone: (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the pump was found to have a downstream occlusion (dso) seal that was coming off. After investigation the results indicated a reportable malfunction due to the dso seal coming off. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal.

Event description:
The customer returned the product for (repair, and during physical inspection it was found that the downstream occlusion (dso) seal was coming. After investigation the results indicated a reportable malfunction due to the dso seal coming off. There was no patient involvement.